Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump unexpectedly stopped, displaying an "overspeed" error. Power to the pump was cycled, restoring normal function. There was no adverse consequence to the pt as a result of this event.